Event description:
Boston scientific received information stating: lead failure. No details provided. (B)(6) hospital canada. Event date (B)(6) 2010. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).